Manufacturer narrative:
A review of complaint history identified one previous complaint associated with leaking tubing for lot number 2506032. A review of the certificate of conformance confirmed that (B)(4) units were manufactured within this lot. Evaluation of the image provided by the end user confirmed a tubing malfunction. The affected administration set will not be returned for evaluation; therefore, the probable cause remains unknown. Refer to com#:

Event description:
It was reported to intuvie that a malfunction occurred with a batch of tubing during the infusion of medication to a patient. This happened in the middle of the infusion. Attached images were provided for reference. As a precaution, all tubing from this lot number was removed from the reporter¿s current inventory. No patient harm was reported.